Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse performed all manifold test and observed membrane diff prs is 6, border line failure and recommend not to user. The fse replaced safety disk and performed all manifold test. Result pass and unit tested in accordance with factory spec, result passed and handed to user. The maquet failure analysis and testing (fat) received the safety disk associated with this complaint. This part was received with a reported unit failure message of membrane diff pressure tests failed with result of >6. Performed visual inspection of this part received and part looks to be in good condition. Installed the safety disk into the cardiosave test fixture and tested to the factory specifications and the cardiosave service manual. The failure analysis and testing department could not verify the failure of membrane diff pressure leak tests. Safety disk passed testing with the result of 5mmhg, the factory pecification is +-6 mmhg. Retaining safety disk in the fat dept., as per procedure.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) unit had a fault leak test fail. There was no patient involvement.